Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned 3 years post index procedure with an occluded aortic graft. It was noted that the physician had not seen the patient once in the 3 years and that the patient condition is grave. There are currently no plans for re-intervention and as of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the device was found to be unknown/undetermined due to the lack of imaging surrounding the event. The off label iliac diameter also likely contributed to the event. There was no evidence of an intervention and no procedure related harms. The final patient disposition could not be determined, however, it was reported that the patient was in grave condition with no plans to re-intervene at the time. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).